Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Returned complaint pump visually inspected. No (broken blades, delamination, cage) issues observed. Biomaterial ingested around impella. Clinical details mentioned the patient had severe hemolysis with drop in hemoglobin, therefore they sent back the pump for evaluation even they believed the hemolysis could be caused by medication. Biomaterial removed prior the hemolysis testing. Hemolysis testing conducted successfully for extra pump evaluation and mih=3.76 (modified index of hemolysis) which indicated no hemolysis due to device malfunction. Root cause most likely biomaterial ingestion due to patient condition related. The instructions for use states the following: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ it also states ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 55yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that the patient had severe hemolysis with a drop in hemoglobin. It is unknown how the patient was treated. There was no patient harm reported. No additional information was provided.